Event description:
Pt had been observed sleeping in his wheelchair in resident room with self release belt on at approx 9:20 a.m. By a registered nursing assistant. At approx 9:25 a.m. A different registered nursing assistant found pt sitting on floor with self-release belt around neck. Pt was blue in color. The registered nursing assistant got assistance from an lpn and they released pt from belt. Pt's color returned and vitals were within normal range. The charge nurse entered room and assessed pt. Vitals continued within normal range but pt was not responsive. Pt's dr was called and came to facility to assess resident. Dr examined pt and initial exam indicated possible neurological event. Family was here and conferred with dr. Family and pt had previous discussion regarding pt's wishes and pt was kept comfortable. Pt died on tuesday, 2/17/98 of hypoxic encephalopathy as determined by the county coroner on monday, 2/23/98. Coroner ruled it an accidental death. Pt had history of numerous falls that were initiated with pt opening self-release belt and sliding to floor. There had been no prior incidents where belt did not release and by all indications pt had not tried to release belt. The belt had been properly installed.